Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 2020394-2024-01395 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 2020394-2024-01394. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a computed tomography guided lung biopsy procedure, the patient allegedly had a small amount of hemoptysis. It was further reported that the patient was treated with microwave ablation needle combined with ablation to stop the bleeding, and the condition was relieved. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a computed tomography guided lung biopsy procedure, the patient allegedly had a small amount of hemoptysis. It was further reported that the patient was treated with microwave ablation needle combined with ablation to stop the bleeding, and the condition was relieved. The current status of the patient is unknown.